Event description:
Clinical study. 87 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) of the 1st diagonal artery. The index procedure treated two target lesions after the pt experened an mi. Both lesions were noted to have thrombus present. Target lesion 1 was a 4.0 mm vessel diameter, 99% stenosed bifurcated region of the proximal left anterior descending artery (lad). Target lesion 2 was the side branch of target lesion 1. It was a 3.25 mm vessel diameter, 995 stenosed, bifurcated, ostial region of the 1st diagonal artery. Both lesions were predilated prior to the physician performing the simultaneous kissing stent technique. The proximal lad received one taxus express2 8.8% 3.0x16 mm drug eluting stent, and the 1st diagonal received one taxus express2 8.8% 3.0x16 mm drug eluting stent. Both stents were placed without complication and were post dilated after deployment. The pt was discharged from the hosp three days post index procedure receiving asa, and plavix. The site reported that the pt underwent a tvr of the 1st diagonal artery to alleviate proximal edge and focal in-stent restenosis 87 days post index procedure. The physician treated the restenosis by performing plain old balloon angioplasty (poba) on the target vessel. The pt was discharged from the hosp one day post tvr.

Event description:
It was further reported that a type b bifurcation lesion was identified between the lad and diag (per cath report). There was a 8 mm overlap between the taxus stents. Residual stenosis in lad and diag was 0% following the procedure. Final angiography revealed timi iii flow distally in the first diagonal branch of the lad, and no evidence of dissection or significant new side branch compromise wasnoted. Plans for intervention to the r-plb were made for a later date. The pt was admitted with complaints of recurrent chest pain which increased with activity and was associated with shortness of breath and weakness 87 days post index procedure. The pt was referred for cardiac catheterization. Angiography revealed that the lmca was patent, and the lcx was patent. The lad had a patent stent in the proximal/mid portion with mild luminal irregularity, and 80% focal ostial instent restenosis in the diagonal branch. The rca was patent with 20-30% narrowing in the proximal segment, and 80% stenosis in the mid-portion of the r-plb branch. The estimated ejection fraction was 56%. Intervention consisted of poba to the ostium of the 1st diagonal this caused mild to moderate pinching in the mid lad. Simultaneous "kissing balloon" inflations were performed from the proximal lad into the ostial-proximal portion of the diagonal branch. Additional balloon inflations were performed from the proximal lad to the muid lad. Residual stenosis was 0% extending from the proximal to mid lad and 20% residual stenosis in the stented portion of the ostium of the first diagonal. Final angiography revealed timi iii flow distally in the lad and the first diagonal branch, and no evidence of dissection or significan new side branch compromise was noted. The pt tolerated the procedure and was discharged on continued asa and plavix therapy. In the opinion of the physician there was a probable relationship between the taxus stent and the event.